Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass; unable to perform the displacement test due to missing segments. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his insulin pump on the bathroom floor and the inside was damaged. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the insulin pump casing was undamaged, but the inside of the device has a black splatter under the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.